Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.